Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 8.5, 13.6, 15.2 and 19.0-19.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.